Event description:
Staff was transporting resident using the arjo bolero shower stretcher when the lift collapsed. Staff was beginning to "round" the corner of the hall on their way to transport the resident to the bath. Resident weight is well within the arjo bolero shower stretcher's operational limit. The employee was released that day from work to seek medical attention for a potential injury sustained as a result from the incident. The arjo bolero shower stretcher was taken out of service, pending an investigation. Appropriate statements were received from staff who witnessed the incident. By all accounts the hallway was clear from any obtrusive clutter which may have impeded the forward motion of the arjo bolero shower stretcher, and resident was appropriately placed on the arjo bolero shower stretcher and secured with the security straps. Rep. From arjo visited the facility to assess the situation of the arjo bolero shower stretcher. The preliminary evidence gathered indicated that some sort of mechanical/physical failure of the arjo bolero shower stretcher had occurred at the time of the incident. The site of the incident indicated no damage to the wall, as the hydraulic side of the lift was reported to be to the right side of the hall wall; effectively ruling out any possible collision with the corner of the wall as a contributing factor to the incident. Staff demonstrated good proficiency in the use of the arjo bolero shower stretcher. While making a right turn around a corner, with the attendant at the side of the arjo bolero shower stretcher to secure it in the turn, the right rear caster (if facing the equipment from the stretcher side) comes off the floor causing the lift to become unstable. It is apparent from this investigation, regardless of weight placement on the arjo bolero shower stretcher, the instability caused by the right rear caster, will cause the arjo bolero shower stretcher to become unstable and collapse. The arjo bolero shower stretcher is equipped with straight steer mechanisms on the side (side closest to the hydraulic lift) wheels. While evaluating the arjo bolero shower stretcher, staff member attempted to "round" a corner with one and then both straight steer mechanisms engaged. It is not possible for the equipment to turn a corner with either one or both of the straight steer mechanisms engaged. During the demonstrations the first thing staff checked on the equipment was to ensure the straight steer mechanisms were not engaged. An arjo technician arrived to assess the condition of the arjo bolero shower stretcher. Other than a missing pump handle, which ws presented by the facility staff to the technician, but serves no safety purpose, he made no other negative observations related to the relative physical condition of the lift as a contributing factor to the incident; however, he did indicate the curious curve of the stretcher which was in the opposite direction of the collapse, but offered the direction of the curve would not have contributed to the collapse, but could have potentially prevented any collapse, given resident head/torso was located on this end. This investigation is considered closed, pending the receipt of any additional info from arjo as indicated by the technician. He indicated that his report will be sent to his corporate office and they will be in touch related to the necessity of any additional info from this facility. In conclusion, the lift shall remain out of service until the matter is settled with arjo.